Manufacturer narrative:
(B)(4). Device was returned for investigation. Photo and visual exam revealed the threads on the thumb screw are stripped. Based on its lot number the thumb screw has an approximate field age of 12 years and 8 months. This device is used for treatment. (B)(4). The reported lot was manufactured prior to this change. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, that the set screw for the bigliani/flatow inserter disengaged when the surgeon was extracting a trial from the humerus.